Manufacturer narrative:
(B)(4). Batch #: v94m01. Additional information was requested and the following was obtained: what was the surgical procedure? Radical thyroidectomy. What is the surgeon's experience with the device? Unk. What heat management techniques were used in the procedure? Repeated swabbing of the device. Did the surgeon placed any retractors or wet towels on the incision during the procedure? Unk. Was the shaft of the device rested on the patient at any point during use? Unk. How was the burn injury treated? Unk. What is the patient's current status? It's good. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image: a single photo is submitted for evaluation. The photo shows a skin burn injury. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har9f device was returned with no apparent damage. The device was connected to a test handpiece and generator and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled and no thermal damage associated with the reported issue was found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm and the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was getting too hot. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.